Event description:
Event description guidant received information that this transvenous defibrillation fractured during a device replacement procedure. The physician elected to cap and abandon the lead, and a new defibrillation lead was implanted without reported complication. To date, there have been no reported patient symptoms associated with this clinical observation.